Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s entire system was explanted.